Event description:
On (B)(6) 2023, a patient underwent a dialysis catheter placement procedure in the right internal jugular vein using the glidepath. It was further reported that approximately two years post procedure the catheter was allegedly found suction issue. It was further reported that the catheter was allegedly found low flow, repeated alarms. On (B)(6) 2025 the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H10: date of event for this complaint was not provided, date of event updated as 07-may-2025for the MDR submission requirement. H10: as the lot number for the device was provided, a review of the device history records is currently being performed. The return of the sample is pending. However, photos were provided for review. The investigation of the reported event is currently underway. H11: section a through f ¿ the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
On (B)(6) 2023, a patient underwent a dialysis catheter placement procedure in the right internal jugular vein using the glidepath. It was further reported that approximately two years post procedure the catheter was allegedly found suction issue. It was further reported that the catheter was allegedly found low flow, repeated alarms. On (B)(6) 2025 the catheter was replaced. There was no reported patient injury.

Manufacturer narrative:
H11: manufacturing review: the device history records have been reviewed, and this lot met all release criteria. Investigation summary: one 24cm glidepath d/l catheter was received in three segments. Visual, microscopic, tactile and functional evaluations were performed. An in-house syringe was attached to the red luer and was patent to infusion and aspiration. An in-house syringe was attached to the blue luer and was patent to infusion and aspiration. No leaks were observed in both. Both the catheter segments were patent to both infusion and aspiration. No leaks were observed throughout both tests. Therefore, the investigation is inconclusive for the reported suction and low flow issues as the sample evaluation results indicating no issue under laboratory conditions may not be representative of the condition of the device during use. The definitive root cause could not be determined based upon available information. Labeling review: as the reported event did not allege a labeling or use related issue, a labeling review is not required. G3, h6 (method, result, conclusion). Section a through f: the information provide by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.